Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and found that reported issue. Upon troubleshooting, fse found l1 absent in the system and 3-phase ups, with l1 to ground showing 25vac. Two fuses on the ups control board were also blown and found revealing a burnt dual switch module on ups. To resolve the problem, fse replaced the dual switch module and system voltage output was restored and return the part for further analysis and found the malfunction of pdu dual switch. After replacement of pdu dual switch module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.